Event description:
It was reported by the aci sales professional that a (B)(6) female patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the upper/mid femoral head via a 6f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with angiomax. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The sales professional was present during the closure. It was reported that the physician over advanced the advancer tube "significantly". Then the physician let the device sit for 90 seconds. No oozing or hematoma was present. The balloon catheter and advancer tube were removed from the tissue tract. Manual pressure was held for 2 minutes and the physician checked for hemostasis. Approximately 10 seconds later, it was noticed that a hematoma (more than 6cm) was present medial to the access site. Manual pressure was applied to the hematoma. While manual pressure was being applied, the patient's blood pressure dropped from her normal 117/85 to around 54/25. The patient was then given intravenous fluids. After about 15 minutes of manual pressure the hematoma was controlled. The patient was then sent to get a CT scan to rule out a possible retroperitoneal bleed which came back negative. The patient was noted as stable with "normal" blood pressure and kept in the hospital overnight for observation. The patient was hospitalized per standard hospital protocol for interventional procedures.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the provided information and the investigation performed, the root cause for the reported event could have been from the IFU not being followed. It was reported that the physician over advanced the advancer tube "significantly". Excessive tamping of the sealant can cause the sealant to be deployed away from the arteriotomy, thus allowing blood to flow around the sealant. A review of the lhr was not possible as the lot number was not provided.